Manufacturer narrative:
Per manufacturer's investigation results: during the manufacturer's technical inspection of the returned device, the error description provided by the customer was confirmed. The device passed the quality check at the time of delivery. Based on the defects found during the technical inspection it is concluded that the most likely cause for the described error is the wear of the adhesive at the tip of the c-mac blade, coming from wear and tear during use and the reprocessing process. The wear of the adhesive causes liquid to penetrate the blade, which affects the electronics, and the light is dim. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported the device's light is dim. No patient or procedure involvement. No negative impact in state of health reported.

Manufacturer narrative:
The investigation is not yet completed; investigation results are pending. This event is filed under internal complaint ID: (B)(4).